Manufacturer narrative:
The case has been reviewed by our corporate medical officer. His assessment is as follows : "the event recorded describes the use of an intergard woven hemabridge graft. The type of intervention and the patient's condition were not collected. The surgeon complaints of a significant bleeding from what I assume is the branch graft. He describes the bleeding as diffused. Without detailed information, regarding the procedure I can only assume the branch graft was used for arterial perfusion and connected to the extracorporeal circulation. In this configuration, a significant blood flow is bypassed from the heart-lung machine to the ascending aorta as the heart is stopped. The manipulation of the vascular graft and the high shear stress due to the flow could have an effect on the collagen coating potentially allowing the kind of bleeding that has been observed. The anticoagulation regimen plays also a major role in this kind of events. The lack of detailed information does not allow to make any further comment." No further investigation can be performed since the product remained implanted and due to the lack of detailed information, no conclusion can be drawn. Therefore, the cause of the event remains unknown. However, the conducted investigation suggests that the device was not defective at the time of manufacturing. (22) please note that according to the instructions for use, "care should be taken when handling the graft to avoid damaging the collagen coating." In addition, blood leakage is mentioned as an adverse effect in the instructions for use: ¿risks associated with the implantation of all synthetic vascular grafts include thrombosis/occlusion, anastomotic intimal hyperplasia, recurrent symptoms, infection, seroma formation, blood leakage, pseudoaneurysm and dilatation of the graft.¿

Event description:
See initial MFR report#1640201-2020-00011. Complaint (B)(4).

Manufacturer narrative:
Device is not accessible for testing as it remained implanted in the patient. The device history records review concludes that there is no non-conformance / planned deviation in relation with the event reported. The review of post-marketing historical data indicates that no other similar complaint was reported for the same sterilization lot number. A retention sample from same lot and coated on the same day and under the same conditions as the involved device was identified. This retention sample underwent water permeability testing. The test result indicates a value well within product specifications (< 5 ml/cm²/min). The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation. The device remained implanted.

Event description:
Isolated diffuse weeping/ bleeding from the complete small connection tube. The physician cut the connection tube as much as possible and compressed the tube some time. Then he left it in the patient and no new bleeding occurred. The patient was transfused due to massive blood loss. Status of patient is stable and very good now.